Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was over 600 mg/dl, high ketones, vomiting, and very sick. Customer's health care provider reported the ketone level to be life threatening. Reportedly the customer¿s parents assisted in addressing the elevated bg by delivering a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.